Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mmx12mm threader¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.